Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) and was explanted. There were no allegations against functionality or longevity.